Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the intestinal tract to stop the bleeding during an endoscopic submucosal dissection (esd) wound hemostasis procedure performed on (B)(6) 2025. During the procedure, clip could not be deployed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem), block e1 (initial reporter address 2, initial reporter city, initial reporter zip/post code) and block h6 (device code) have been updated based on the additional information received on june 5, 2025. Block h6 has been updated to reflect a code for clip premature deployment, with the anatomical location specified as the rectum, based on additional information received on june 5, 2025.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the intestinal tract to stop the bleeding during an endoscopic submucosal dissection (esd) wound hemostasis procedure performed on (B)(6) 2025. During the procedure, clip could not be deployed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on june 5, 2025: it was clarified that the main problem of the device was released before grasping, and the anatomy location was in the rectum.